Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the heavily calcified right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a mitraclip interventional procedure. Reportedly, the proglide device would not advance over the guide wire. Resistance was noted during retrieval attempt as the device was stuck in the tissue tract. The proglide device was pulled out using excessive force. A guide break occurred; however, the device was held together by the actuator wire. After the device was removed, the foot was noted to be broken but was still attached to the rest of the foot plate. No tissue damage was noted. Hemostasis was achieved via surgical suturing and manual venous compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. Difficulty inserting the guide wire was not confirmed. The reported foot and guide break were confirmed. Difficulty removing the device from the vessel could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial and likely occurred due to interaction with the patient calcification. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.